Manufacturer narrative:
This MDR is being submitted as part of retrospective review and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting. Revive se is not distributed in the u.s; however, it is similar to u.s distributed revive pv. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as ¿device ineffective¿ was not confirmed because the device was not returned for analysis, and DHR could not be performed without the lot number. However, it is possible that procedural factors and patient condition appear to have contributed to the event; additionally, inspections are in place that prevents any device from leaving the facility with any type of damage. Therefore, no corrective action will be taken at this time.

Event description:
The (B)(4) study for patient with (B)(6) indicated that after t-pa thrombolysis was unsuccessful. The revive thrombectomy device (frs214522c/t10000) was used to treat mca occlusion, and a new occlusion was found in aca. The revive se was passed for totally 5 passes. There was partial flow of tici score 2a obtained, however the m1-m2 junction remained un-open. No evidence of subarachnoid hemorrhage was observed. The following day, MRI showed extensive infarction at the right hemisphere, and hemorrhagic transformation at basal nucleus where high density signal was found by CT. Two days after the index procedure, brain CT showed lda in most of the mca~aca region. Compression from right side, midline shift, and brain edema was observed. Cerebral decompression was conducted because the patient showed anisocoria. Temporal lobe was cut out to remove the cause of brainstem compression. Three days after the procedure, another cerebral decompression was conducted since the midbrain was compressed by the frontal lobe. The reason of performing cerebral decompression was due to extensive edema, not hemorrhagic transformation. Four days after the index procedure, midline shift improved, and follow-up the current condition. Nine days after the index procedure, the patient was disconnected from the ventilator. The patient recovered from anisocoria and her vital signs improved. Brain edema remained extensive, therefore outcome is judged as "not improved". According to the investigator, pre-operational angiogram showed a "shadow of clot" in right aca, but aca was not occluded at that moment (normal blood flow). During procedure with the study device for mca occlusion, aca was found occluded, probably due to migration of the clot. Right aca occlusion which occurred during the procedure is possibly one of the causes of neurological event. Therefore, relationship of the adverse event to both study device and procedure cannot be denied.